Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the gastrointestinal videoscope was connected to the stack, no video image was displayed. The issue occurred during preparation for use, and no patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: b5, g2. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of no video image was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.